Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient's blood glucose level was 400 mg/dl, which was treated with insulin and fluids of saline intravenously. The patient was hospitalized due to high blood glucose level on (B)(6) 2024. The ketones level were also tested and were founf to be moderate at value 2.1. It was also informed that the set tube caused an infection later. The patient was rleased from hospital on (B)(6) 2024. No further information available.